Event description:
During an rf procedure, the generator displayed an error message. Troubleshooting efforts were unsuccessful and back up equipment was not available. The procedure was cancelled as a result.

Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. A follow up report will be made if the product is returned, and if the investigation requires.